Manufacturer narrative:
Concomitant medical products- model: 5594, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) / oversensing and high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.